Event description:
The company was notified that, the patient reportedly experienced a decrease in performance, pain at the implant site and intermittencies after being near an electrical transformer. External equipment was exchanged and programming adjustments were made, but the problems were not resolved. Testing showed that the device was functioning. The center made the decision to explant the patient's device. The patient was reimplanted with another advanced bionics device.